Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received power error repeatedly even after troubleshooting. The customer's blood glucose level was 5.6 mmol/l. The customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Power error detected recurred within a week of troubleshooting previous occurrence. The customer was advised to revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and low battery alarm. The power management tool confirmed power error 25 and low battery alarm due to non-sleep anomaly software error.